Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the rv lead impedance was around 200 ohms and occasionally less than 200 ohms. The ra and rv leads had high thresholds. The leads were replaced. No patient complications have been reported as a result of this event.